Event description:
In march 2006, the facility contacted baxter customer service to report a system 1000 instrument with a high bacteria count. There was no patient injury or medical intervention reported in association with this incident. A baxter field service representative (fsr) went to facility in march 2006 nad disinfected the incoming water line.